Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a colectomy procedure, the device was used for functional end to end anastomosis. The tissue was thick so that the acral part of the jaw was not closed completely when the device loading (B)(4) was clamped for the last firing of the functional end to end anastomosis. As it was open surgery, the doctor closed the jaw forcibly with his finger and the device was fired. The doctor felt a pinprick-like pain at the firing, but there was no bleeding from his finger and there was no hole in the surgical glove. After the firing, it was found that an unformed staple fell out. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.